Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working at all and it was making a very loud noise. The insulin pump had an unexpected restart and then went back to alarming. The insulin pump had a blank display but the display returned after troubleshooting. The self-test passed. The insulin pump alarmed unexpected restart. The alarm was recurring during normal insulin pump use. Customer's blood glucose level was 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, unexpected restart error alarm and audio or beep anomaly noted. (B)(4).